Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter (B)(4), the reporting nurse stated that on an unreported date in 2010, the patient made a mistake/touch contamination. On (B)(6) 2010, the patient was diagnosed with peritonitis. In (B)(6) 2010, a peritoneal effluent culture was (B)(6). On (B)(6) 2010, the patient was hospitalized due to the peritonitis. The nurse did not provide information regarding treatment. On an unreported date in 2010, pd therapy was withdrawn. On an unreported date in 2010, the patient recovered from the peritonitis. It was not reported whether the event of patient made mistake/touch contamination resolved. The patient's concomitant medications were not reported. Per the nurse, the event of bacterial peritonitis with (B)(6) was not related to pd therapy. A causal relationship was not reported for the event of patient made mistake/touch contamination with regards to pd therapy.

Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. Access was gained via the radial artery. The target lesion was located in a vein graft. A 3.5x5.5 190 filterwire ez embolic protection system was advanced to the target lesion, but it could not be deployed. It was removed and a second filterwire was advanced and successfully deployed for distal protection. An unknown size taxus liberte stent delivery system was then advanced and the stent was successfully implanted in the target lesion. However, when attempting to remove the balloon from the implanted stent, resistance was encountered. The physician had to apply force to remove the balloon from the stent. The balloon was able to be removed intact, but appeared "shredded". No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). The cause of this peritonitis event was due to poor aseptic technique. A labeling review was performed and found to be adequate. The root cause investigation is in progress.